Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Event description:
Patient reported she had more than 3 vgo's come off prematurely from the same lot number. Patient reports she was doing activities of daily living and did not bump the vgo devices. Patient also had one vgo device come off while she was in shallow water.